Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 30 mmol/l (540 mg/dl) and ketone levels of 4.9 mmol/l while wearing the pod. The patient was treated with insulin and was discharged the same day.

Manufacturer narrative:
During a follow up call with the patient's mother on (B)(6) 2023 it was reported that the patient was hospitalized only once which was already reported in 3004464228-2023-27681. Please disregard this reports as it is a duplicate report.